Manufacturer narrative:
A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the device history records were reviewed and found to be conforming. Trend analysis: no trend identified event. Summary: it was reported that a ncb plate was implanted in (B)(6) 2016 (the exact date is unknown, (B)(6) 2016 was taken as implantation date) in a female patient and revision was planned for (B)(6) 2016 due to breakage. The revision was performed on (B)(6) 2016. Review of received data: four x-rays were returned without clear date. It is assumed that all the pictures were taken after ncb implantation since the plate is well visible in all the pictures. The first 3 x-rays show the right femur with an history of a tha and a clear fracture in the metaphyseal region of the femur. The fracture line is irregular and moves more or less perpendicular to the femur axis. Especially on 2 of the 3 images, the fracture line is clearly visible, suggesting that there is a quite relevant bone ""gap"" between the proximal and the distal fragment of the femur. The last xrays shows the plate broken and a dislocated fracture of the femur. Devices analysis: a device analysis could not be performed as no product was returned to zimmer (B)(4) for in-depth analysis. Root cause analysis: breakage of implant due to movement between implants leads to notching / fretting. => possible, as the device was not returned and cannot be excluded. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). The => not possible as material compatibility specification certify the suitability of the material and according to the complaint summary an adverse trend due to inadequate design would have been detected. Breakage of implant due to chemical / galvanic / crevice corrosion of material. The => possible, as the device was not returned and cannot be excluded. Breakage of implant due to implant will be implanted against contraindication. The => possible as the patient has an high bmi and the bone quality is not known. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. The => possible, as the gap observed in the x-rays may suggest that the fragments were not placed correctly. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. The possible as the gap observed in the x-rays may suggest that the fragments were not placed correctly. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. The => possible as the product was not returned and cannot be excluded. Breakage of implant due to user define incorrect placement of the spacers and plate. The => possible as the gap observed in the x-rays may suggest that the fragments were not placed correctly. Breakage of implant due to user perform improper handling of the plate during insertion. The => possible as product was not returned and cannot be excluded. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. The => possible as the patient has an high bmi and the bone quality is not known. Breakage of implant due to patient do not follow the postoperative protocol. The => possible as the patient has an high bmi and the bone quality is not known. Moreover, adherence to rehabilitation protocol is not known. Patient adherence to the postoperative protocol are unknown. Wrong patient behaviour after surgery may contribute to wrong bone healing process leading to unexpected breakage. Fragments non-alinement may lead to pseudojoint formation because of micromotion between the two bone fragments. These will favorize the fatigue stress on the plate with risk of fractures. The products were not returned, therefore further cause cannot be excluded. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a ncb, periprosthetic femur plate, proximal, right, 12 holes, 285 mm on the right side on (B)(6) 2016. A breakage of the device was detected and was reported to the manufacturer on march 21, 2016. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the plate.

Manufacturer narrative:
The case was reopened as the broken ncb pp plate, 11 screws and 12 locking caps were received for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. Event summary: it was reported that a ncb plate was implanted in (B)(6) 2016 (the exact date is unknown, (B)(6) 2016 was taken as implantation date) in a female patient and revision was planned for (B)(6) 2016 due to breakage. The revision was performed on (B)(6) 2016. Review of received data 4 x-rays were returned without clear date. It is assumed that all the pictures were taken after ncb implantation since the plate is well visible in all the pictures. The first 3 x-rays show the right femur with an history of a tha and a clear fracture in the metaphyseal region of the femur. The fracture line is irregular and moves more or less perpendicular to the femur axis. Especially on 2 of the 3 images, the fracture line is clearly visible, suggesting that there is a quite relevant bone "gap" between the proximal and the distal fragment of the femur. The last x-rays shows the plate broken and a dislocated fracture of the femur. Devices analysis: devices analysis - visual examination: the broken ncb pp plate, 11 screws and 12 locking caps were received. The visual examination shows that the plate breakage is located through the middle hole of the first three hole pattern seen from distal. The fracture has its origin at the thread on lateral side of the bore hole. The fracture surfaces depict the fatigue character of the plate breakage. The fatigue crack radiates out from the origin as a series of concentric rings (beach lines). The fracture surfaces were macroscopically investigated and did not reveal failures that could have triggered or favored the fracture. There is no evidence or information for possible material defects. The received 11 screws do not show any damage or deformation. The hexagonal part of the locking caps are partially damaged. No other abnormality could be detected. Root cause analysis root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting. Not possible -> the returned devices do not show any signs of notching / fretting. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device). Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. - breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible -> the returned devices do not show any signs of corrosion. - breakage of implant due to implant will be implanted against contraindication => possible, the patient has an high bmi and the bone quality is not known. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, the gap observed in the x-rays may suggest that the fragments were not placed correctly - breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, the gap observed in the x-rays may suggest that the fragments were not placed correctly. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> no signs of bending. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, the gap observed in the x-rays may suggest that the fragments were not placed correctly. - breakage of implant due to user perform improper handling of the plate during insertion => possible, it can be that the user performed improper handling during insertion. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> no signs of bending. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, the patient has an high bmi and the bone quality is not known. - breakage of implant due to patient do not follow the postoperative protocol => possible, the patient has an high bmi and the bone quality is not known. Moreover, adherence to rehabilitation protocol is not known. Conclusion summary the plate was broken approx. 3 months after implantation. The investigation of the returned products indicates no material defects that could have triggered the fracture could be detected. The fracture surface of the plate is characterized by beach lines which indicate a fatigue fracture. There are other several factors which may have contributed to the breakage: it can be possible that the plate was over stressed during the in vivo time. Patient adherence to the postoperative protocol are unknown. Wrong patient behaviour after surgery may contribute to wrong bone healing process leading to unexpected breakage. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).